Event description:
.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. No complaint was stated against this component. The product has not been returned. This event occurred in (B)(4). This is the same event as 1043534-2010-00127, 00129.